Event description:
It was reported that one month and four days post port placement procedure via left subclavian, the catheter was allegedly fractured. It was further reported that the part of the fractured component allegedly migrated to right atrium. It was further reported that the catheter and the port were removed. The patient reported as stable.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that one month and four days post port placement procedure via left subclavian, the catheter was allegedly fractured. It was further reported that the part of the fractured component allegedly migrated to right atrium. Reportedly, the port allegedly had suction issue. The catheter and the port were removed. The patient reported as stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. However, two medical images were provided for review. The investigation is confirmed for the reported catheter fracture and migration issues as the catheter was found fractured near the clavicle the fractured catheter segment was found free floating likely near the right heart. However, the investigation is inconclusive for the reported suction issue as the exact circumstances at the time of the reported event cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.